Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was performed. A versacross connect laac access solution, watchman trusteer access system (was) and a 31 mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The transseptal access was completed, with no issues reported. The wds was advanced, deployed and released in the left atrial appendage (laa). Post procedure, the patient developed a pericardial effusion. There was no intervention required to treat the effusion. The patient remained in the hospital for monitoring. The patient was discharged later, and no further complications were reported. Heparin was administered: a full dose prior to transseptal access. The act reading after tsp was 351. The device is not expected to be returned for analysis.